Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken at the front left corner, the right plunger case was cracked, the back plate was broken, and missing a rubber foot. A review of the event history log identified invalid syringe size in the history. During the functional testing the reported issue was able to be duplicated. The size pot tab was broken. The root cause of the reported issue was a result of the customer's physical damage to the device. Replaced top case and the size pot.

Event description:
It was reported that the pump's plunger and case were broken. No patient injury was reported.